Manufacturer narrative:
On 24-may-2019 a correction was noted wherein the pli-20 the handle should be not reportable. This case had been reassessed as not reportable from malfunction reportable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy procedure, the device was unable to fire when resecting the stomach. A new reload was opened and used to complete the procedure. When the sales representative checked the reload, the staples were found to be advanced a little bit. There was no patient injury.